Manufacturer narrative:
The customer, a biomedical engineer, later advised physio-control that the device will not be repaired and has been permanently removed from service.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would cycle power by itself when attempting to perform a user test.   There was no patient use associated with the reported event.